Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and the explanted device was not returned.

Manufacturer narrative:
Exact date unknown, event occurred six months ago before the device was explanted. September 2021.